Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the nurse went to draw labs at 0400, 1ml was flushed, then, while drawing back a waste from open push port, only air was being pulled back. Lines were promptly removed and flushed a small amount at lumen hub to ensure lumen was still patent. New line was strung up and hub was changed sterilely. The cap or clave also came off with syringe from the stopcock port. The event occurred while in use with patient. There was patient involvement and no patient harm reported.

Manufacturer narrative:
D9: device received on 1/9/2026. H3: the device was received for evaluation. The lot number was not provided; therefore, a lot history review could not be performed. Visual and functional tests were performed, which found a leak coming from the female luer. There was also crack in the luer and the clave was unable to draw fluid back. The cause of the crack was unknown, and no further action was taken.